Event description:
IV pump noted air in line while patient's bicarb fluids (post-hydrating methotrexate) were running. Rn closed roller and valve clamp. No gloves were on because rn was not touching patient or any open lines. All port accesses had green caps on them. Rn began flicking IV tubing to allow air to return to bag. Air bubbles in upper port of the IV tubing. Rn began flicking the upper port to loosen the air bubbles and return them to the bag of fluids. The tubing spontaneously disconnected (on the plastic tubing portion above the port access). Of note, the tubing utilized at that time was vented continu-flo solution set. 104" (2.6 m), 2 luer activated valves. Rn grabbed the broken tubing that was connected to the fluid bag, which was draining to gravity, and bent the remaining tube, creating a barrier and stopping the fluid drainage. The bottom portion of the tube remained in hand, remained clamped (roller and slider clamp) and did not touch anything. Pca called to bedside. Pca donned gloves and held broken tubing. Rn disconnected broken tubing, reprimed the bicarb fluids, checked port patency, connected the new tubing to the patient and restarted the pump. Educator and apsm notified, tubing saved. Manufacturer response for IV tubing, vented continu-flo solution set. 104" (2.6 m), 2 luer activated valves (per site reporter). [Redacted name] emailed baxter requested RMA/mailer. [Redacted date]: baxter request for additional information received and sent to [redacted name].